Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that conduction failure of circuit board inside scope connector occurred due to water that entered the subject device from leaked location, likely causing the blackout screen with noise. The event can be prevented by following the instructions for use which state: "precautions for disappeared or frozen endoscopic image: if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, switches out of function, screen black out with noise when using hot and cold water to test, and instrument channel tube had leakage. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that during reprocessing of the evis lucera elite bronchovideoscope, the scope had button failure. Upon inspection and testing of the returned device, the scope exhibited blackout screen with noise when using hot and cold water to test. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.